Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 300 mg/dl with nausea and polydipsia associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the loss of prime had occurred multiple times despite changing the cartridge; however, it was reported that the patient did not use a cartridge from another box. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a loss of prime issue.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2016 device evaluation: the device has not been returned to animas. A retain sample from the same lot number was tested and evaluated by product analysis on 02/05/2016 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test and fill test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint.